Event description:
On (B)(6) 2011, the lay user/ patient contacted lifescan (lfs) alleging that her onetouch ultrasmart meter was reading inaccurate low as compared to the her feelings/normal results. The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the patient that at an unspecified time on (B)(6) 2011, she obtained the alleged low readings of "26 and 40-60's mg/dl" on the subject meter. The patient stated that she manages her diabetes with a combination of medications: metformin (unknown dosage) and insulin (unknown type and dose), and from (B)(6) 2011 to (B)(6) 2011, she stopped taking all of her diabetes medications in response to the reported issue. Two days after the alleged product issue occurred, the patient claimed to have developed symptoms of feeling "lightheaded, dizzy and thirsty". The cca was informed by the patient that from (B)(6) 2011, she was hospitalized in response to the symptoms. At the hospital, the patient reported being treated with insulin (unknown type and dosage) and on (B)(6) 2011, was tested on the doctor's meter where she obtained a reading of "328mg/dl". At the time of troubleshooting, the cca determined that an approved sample site was used for testing and that the meter was set to the correct unit of measurement. The cca noted that the patient did not have control solution available. Replacement products have been sent to the patient. This complaint is being reported because the patient developed symptoms suggestive of a serious injury and received medical treatment after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k021819.